Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 3082672. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below.

Event description:
No additional information.

Event description:
It was reported that bd insyte catheter breakage. The following information was provided by the initial reporter, translated from portuguese to english: catheter with dull caliber and with point that does not perforate the skin of child and newborn patient, causing countless unsuccessful attempts and lesion due to multiple punctures. Adverse event: edema in upper and lower limbs caused by injury. Product presents alteration: yes. What?: crack, breakage of product or part of it. Other: catheter with dull point and hard to puncture the skin. Additional translation of document: problem associated with an unwanted separation or a visible opening along the length or width of materials (examples: parts, assemblies, subassemblies of the product) used in the manufacture of the medical product.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.